Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace curved shears instrument was being used, and a 'release the blade pressure' message was displayed. The customer reinstalled the instrument, but the same message reoccurred. The customer removed the instrument and identified the blade was broken. The fragment of the blade fell outside of the field. The customer used a backup instrument, but the same message was displayed. The blade on the backup instrument was not broken but cracks were visible. A third backup instrument was installed to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer-reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.141¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was also found to have the teflon pad damaged. The teflon pad was found to have a tear. The size of the missing piece measured approximately 0.022" x 0.047" and was not returned with the instrument.